Event description:
The patient was undergoing a laparoscopic hysterectomy, supracervical. During the procedure, the physician announced that the harmonic ace handpiece was not functioning properly. A new handpiece was requested and case proceeded as planned with no adverse outcome. The handpiece, along with the cord and controller was sent to biomedical engineering for inspection. The handpiece was tested and worked properly.====================== health professional's impression======================handpiece did not function properly for unknown reason.